Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), there was a right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(6) 2015, there were 3022 ventricular sensing integrity counts (sic), non-sustained ventricular tachycardia (nsvt) episodes, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. The vf detected episodes led to inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 400-600 ohm range. The rv lead integrity warning occurred on (B)(6) 2015 for 2 or more nsvt episodes and sic greater than or equal to 30 in 3 days. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010; 419688 lead, implanted: (B)(6) 2010. (B)(4)

Event description:
It was reported that the patient received multiple inappropriate shocks due to right ventricular (rv) lead noise. The sensing integrity counter (sic) was high, there were non-sustained ventricular tachycardia (nsvt) episodes, and the pacing impedance was high. Reprogramming was performed and the lead was later capped and replaced. No further patient complications have been reported as a result of this event.